Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspection was performed on the returned device. The reported difficulties were unable to be confirmed as the stent had already been fully deployed and was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during stent deployment in the mildly tortuous, moderately calcified, superficial femoral artery (sfa), the rachet was noisy and sticking, making it difficult to deploy the stent. An unsuccessful attempt was made to retract and remove the partially deployed stent and during manipulation of the delivery system, the stent fully deployed; however, the stent elongated and about 3 cm was outside the target lesion area. No additional treatment/intervention was performed. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.